Event description:
New information received notes that another instance of the programmer displaying longevity higher than an in-house calculation was observed. The battery was likely nearing the end of the midlife period, which may have resulted in the programmer longevity estimate being longer than expected. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the programmer displayed longevity significantly higher than an in-house calculation. There have been no therapies or significant changes to programming. The battery was nearing midlife period, which may have resulted in the programmer longevity estimate being longer than expected. There was no defect in the battery and the longevity estimate is expected to be accurate going forward.